Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device by clogging the air/water nozzle of the subject device (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to olympus (B)(4) for repair of the air/water nozzle malfunction. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4). It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the air/ water nozzle which was not deformed but clogged by the foreign objects that were black rubber particles. The user reported to olympus (B)(4) that its clog malfunction had occurred after reprocessed by johnson & johnson cleaning and that the subject device had been reprocessed using the correct procedure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. However based on the report of olympus (B)(4) and the information of the foreign objects, it was possible that some of the silicone rubber products used in the injection tube or endoscopy room that are accessories of the endoscope were accidentally mixed in. So omsc presumed the following causes; there may have been a difference between the reprocess method carried out by the user facility and the reprocess method recommended by the instructions for safe use (IFU). There may have been a lack of device handling and reprocessing training for the user facility staff in accordance with the instructions for safe use (IFU). If additional information is received, this report will be supplemented.